Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-17733 and 1627487-2013-17735. It was reported the patient's scs leads were explanted and replaced due to loss of stimulation which occurred as a result of the patient having multiple falls. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.